Manufacturer narrative:
Additional information received: it was reported that the instructions for use were followed during deployment. The device remains implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic dissection and imh. It was reported during the index procedure, the delivery system of vamf2828c150te accurately reached the intended deployment position, the first segment was deployed and angiography was performed to confirm correct positioning. After confirmation, deployment of the remaining main body was initiated. During the deployment process, it was noted that the blue rotating handle could not be turned. The grey trigger was pressed in an attempt to perform rapid deployment, but it could not be pulled down. Only after applying significant force was the stent fully deployed. As a result, the stent migrated posteriorly, and both the position and stent configuration were adversely affected. Due to a delivery system malfunction, the stent could not be deployed normally. Per the physician the cause was undetermined. No additional clinical sequelae were reported, and the patient will be monitored.